Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-01274. 3007963827-2020-00104. Concomitant medical products: tibia cemented 5 degree stemmed left size d item# 42532006701 lot# 62353047, femur cemented posterior stabilized (ps) standard left size 7 item# 42500606201 lot# 62134726. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an arthroscopy approximately eight months post implantation due to recurrent hemarthrosis. The patient then underwent a second arthroscopy on an unknown date to release scar tissue. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient underwent knee arthroscopy with cutting through medial scars. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Per the persona knee system package insert (87-6204-055-23, rev. -), soft tissue damage is a known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. No update to previous root cause statement.

Event description:
No further event information available at the time of this report.